Event description:
Per the audiologist, in january 2007, the pt reported discomfort around the cochlear implant site and decreased sound quality from the cochlear implant system. Exchanging the external equipment and reprogramming did not alleviate the problem. A CT scan done in 2006 (date not reported) reportedly showed normal device placement. Results of an integrity test done in 2007 were consistent with normal receiver/stimulator function. One month later, the pt reported discomfort even when not using the cochlear implant system. The pt's device was explanted the next day. Reimplantation surgery is not planned as the pt is a bilateral recipient and successfully uses his other device.

Manufacturer narrative:
.